Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that following a biliary stenting treatment procedure, re-occlusion occurred. The 80% stenosed, target lesion was located in the non-calcified and non-tortuous common bile duct. A 10x68x75/ 7f unistep plus was implanted to treat the target lesion. The stent was considered to be well positioned and well apposed. There were no pt complications reported. At 119 days later, "early stage occlusion", was noted with a restricture within the previously implanted stent. The restricture was treated with the implant of "another" wallstent. There were no add'l pt complications reported with the pt's current condition is listed as "stable".